Event description:
It was reported that the device exhibited oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=13.4 counts avg/day, in 85.83 days, between (B)(6) 2011 15:12:06 and (B)(6) 2011 11:03:20.